Event description:
The account's engineer stated that the head section would not lower. He tried using the CPR, and it would not lower either.

Manufacturer narrative:
The account's engineer isolated the issue to a loose cable connection on the head sensor. He reattached the cable and calibrated the head sensor to repair the bed.